Manufacturer narrative:
Patient date of birth unk. Patient weight unk. Other relevant history unk. Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The ra lead was successfully removed. Using a spectranetics 14f glidelight laser sheath with a spectranetics medium visisheath dilator sheath, attempt was made to remove the rv lead. The physician encountered stalled progression and switched to a spectranetics 11f tightrail rotating dilator sheath, able to advance past the superior vena cava (svc). He then switched back to the 14f glidelight to advance further. During the procedure, the lld was providing poor traction and had come out of the lead in its entirety during extraction attempt. While the glidelight was in use, the patient''s blood pressure dropped significantly. The anesthesia team noted a pericardial effusion and the physician proceeded with sternotomy with an svc perforation discovered. The perforation was quickly and successfully repaired. The rv lead was not removed post sternotomy and remained in the patient. The patient survived the procedure. This report captures the 14f glidelight in use when the svc perforation occurred, requiring intervention. There was no alleged malfunction of the glidelight device in use during the procedure.